Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The harness was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the unit had flow sensor errors. There was no report of patient involvement.